Event description:
It was reported that during a robotic anterior resection case, the first fire went smoothly. During the second fire, when the stapler was seen on the screen, it can be seen that the stapler has been partially fired (about 1-2 staple lines deployed) before the surgeon fired it. However, despite this, the stapler jaws can still be opened and closed. The jaws were closed and more staples could be fired. However, only the first 1/3 stroke can be completed. The stapler went into a lockout where the firing trigger can still be crunched but no staples are deployed. The case proceeded with a third gst60g and it worked well. The stapler unfortunately has been discarded and not available for return. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 589c90. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with the one-piece sled missing and partially fired 1/3 making it nonfunctional. No functional test was performed due to the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 589c90, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Why can the stapler jaws still be opened and closed despite partial firing? Has this got to do with knife blade deployment, whereby the knife blade has not advanced? 2. If the first 1/3 can be fired despite the partial firing, why was there a lockout in the second 1/3 of the firing sequence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.